Manufacturer narrative:
There was no death associated with the inappropriate defibrillation event. There is no indication that the patient sustained a serious injury following the event. Device evaluation summary: monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Electrode belt sn (B)(4) was returned and evaluated at zoll manufacturing corporation. The reported problem (adjust belt messages) was confirmed. Upon receipt, the electrode belt failed the therapy electrode recognition test. Upon investigation, the cable connecting the distribution node (dn) to rear therapy electrode was pulled from the strain relief, breaking the solder joint connecting the pulse wires inside the dn. The cause for the failure is the broken solder joint. The root cause for pulled cable was physical abuse. There is no indication to suggest that the electrode belt malfunction caused the inappropriate treatment event. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shocks was lack of response button use (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was a rapid af rate. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with (B)(6) performance requirements for sensitivity and specificity. (B)(4).

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of two shocks. The patient was in a skilled nursing facility at the time of the event. A rapid atrial fibrillation (af) rate contributed to the false detection. The response buttons were not pressed during the treatment event. The treatment delivered pulses of 8j with an impedance of 0 ohms. The low energy shocks were likely due to the pulses being delivered into an open load, which is consistent with a 0 ohm impedance. The cause of the open load and reported impedance was likely due to the therapy pads on the lifevest not making full contact with the patient at the time of the defibrillation event. It was reported that the patient's nurse was "in the process of removing the device when he was treated". The patient remained in the skilled nursing facility and continued to wear the lifevest. The patient also reported that he had been receiving "adjust belt" messages while using the device.